Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) on (B)(6) 2022, and had a fall without any injury. They received an appropriate shock from their implantable cardioverter-defibrillator (ICD) as well as anti-tachycardia pacing therapy. The patient was given amiodarone loading and the vf resolved. It was reported that the patient did not have a history of vf prior to left ventricular assist device (lvad) implantation.